Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. Probable cause was determined to be the transmitter and app were unable to restore the connection. No additional event or patient information is available.